Manufacturer narrative:
Boston scientific does not own MDR reporting obligations for this product.

Event description:
It was reported that this right atrial (ra) lead was capped and surgically abandoned due to it presenting a degrading performance after 25 years in service. A new device was implanted. No additional patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was capped and surgically abandoned due to it presenting a degrading performance after 25 years in service. A new device was implanted. No additional patient effects were reported.